Manufacturer narrative:
The event-related device was implanted in the patient, thus not returned for biosensors investigation. Biosensors analysis of the event is done based on the available information and device history record (DHR) review. It is concluded that device history record (DHR) did not show any evidence of product deficiency. The reported in-stent restenosis event is a recognized potential hazardous situation and documented in manufacturer's device risk analysis report and instruction for use. The risk is assessed and it is acceptable as benefits outweigh residual risk. There was very limited clinical information and no angiography record/images of the pci procedure to determine the probable root cause of this case. However, based on the available information and assessment, the event is more likely related to procedural factors rather than the device's fault. There is no evidence of device or manufacturing activities deficiency or device malfunction identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
A 77-year-old, male patient. The patient had recurrent chest tightness and chest pain for more than 2 years and recurred 2 days ago. On (B)(6) 2023, coronary angiography and stent implantation were performed in the hospital. After the operation, he took "enteric-coated aspirin tablets, clopidogrel, statins" and other drugs regularly. Chest tightness recurred after activity 5 days ago. On (B)(6) 2024, coronary angiography was repeated in our hospital, which showed restenosis in the stent and drug balloon dilatation was performed. However, this event was reported to biosensors (manufacturer) only on july 12, 2024.